Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarm occurred. Customer's blood glucose ranged from the high 200's (mg/dl) to 469 mg/dl. Reportedly, customer reverted to manual injections.